Manufacturer narrative:
A specific root cause could not be identified. An issue with the preanalytic handing of the samples was suspected. The laboratory staff stated frozen samples are sometimes not completely thawed when retested. They are only partially thawed and then poured into a cup for measurement, which is not acceptable practice. Typical root causes for this type of event include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
Beginning on (B)(6)2017, the clinical staff (nurses) began asking the customer to recheck elecsys estradiol iii assay results for multiple patients as they were questioning the results. The customer provided an example of one patient sample that had an initial result between 120-150 pg/ml and then repeated at 70 pg/ml. The same sample was repeated on (B)(6)2017 and the result was 60 pg/ml. The date of the initial testing and specific results were not provided. Specific data was provided for two patient samples. Both patients were undergoing fertility treatments and samples were drawn for estradiol testing over multiple days to track the status of the treatment. The customer indicated that the estradiol results should generally increase from day to day. Patient 1: sample drawn (B)(6)2017 had a result of 1650 pg/ml. Sample drawn (B)(6)2017 had a result of 1630 pg/ml. Sample drawn (B)(6)2017 had a result of 2879 pg/ml. Sample drawn (B)(6)2017 had a result of 2163 pg/ml. The clinician believed the result from (B)(6)2017 of 2879 pg/ml was erroneous. The laboratory repeated this sample and the result was 1507 pg/ml. The customer believed the repeat result was correct. Patient 2: ((B)(6)year old female born on (B)(6)) after seeing the results for patient 1, the customer randomly grabbed samples from this patient from the freezer for retesting. Sample drawn (B)(6)2017 had a result of 894 pg/ml. The repeat result on (B)(6)2017 was 576 pg/ml. Sample drawn (B)(6)2017 had a result of 1522 pg/ml. The repeat result on (B)(6)2017 was 1136 pg/ml. The patients were not adversely affected. The customer ran 10 random patient samples for estradiol and then repeated them. The repeat results closely matched the original results. The customer ran a 10x precision on pooled patient serum and all results were between 240-257 pg/ml. The reagent lot number was 217313. The expiration date was requested but was not provided. The field service representative found the performance testing was out of range. He ran a high voltage adjustment and additional performance testing. The customer ran calibration and qc with all results within range. He found the analyzer was then functioning within specifications.